Event description:
Caller reported experiencing ongoing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address this, the customer administered a correction bolus using the pump, cleared the alarms, and resumed insulin delivery without needing third-party assistance.